Event description:
It was reported that there was low impedance, undersensing, high threshold, and suspected insulation failure. The atrial lead was e xplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945, implantable tachy lead, (B)(6) 2001. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.